Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have mechanical damage located at the mid-section / base of the blade. The blade edge exhibited indentation(s) and/or burr formation. These findings are consistent with mechanical damage to the blade edge. Additional related observation(s) not reported by site: the instrument was found to have a generator self-test initialization failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating ¿replace instrument¿. During testing, a high-pitched noise was not heard. The curved blade remained intact during the self-test. The curved blade showed damage indicative of inadvertent contact with other objects while the device is activated. The clamp arm was also found with breakage of the teflon pad at the tip. A piece measuring approximately 3 mm x 1 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of initialization self-test failure was attributed to the user. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the harmonic ace instrument was unrecognized. The procedure was completed with no patient harm.